Manufacturer narrative:
Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects observed. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Event description:
Implant broke and was removed from the patient on (B)(6) 2016.